Event description:
During a cardiac ablation procedure, a pericardial effusion occurred. While ablating along the cavotricuspid isthmus in the right atrium with a flexibility ablation catheter, a steam pop occurred. The patient became hypotensive and an intracardiac echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The patient remained stable the next morning. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk during any electrode placement.